Event description:
The customer reported to the philips response center (rc) that the device fails to charge for the energy delivery test of the user initiated operational check (opcheck). The device then displays the shock equip malfunction inop and the ready for use indicator (rfu) indicates red x with chirp. There was no patient involvement.